Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device had damaged bearings. It was reported that the device was not used in surgery but it is unk whether patient or user injury occurred. There was no add'l info provided.